Event description:
Healthcare professional reported left side discomfort, possible deflation, "size difference", and "hardness" and "possible encapsulation". Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side discomfort, possible deflation, "size difference", and "hardness" and "possible encapsulation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Deflation: not observed in the device. Additional observations: wear abrasion is observed. Crease is observed.